Manufacturer narrative:
To date, the product has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The product was reported to be faulty. The valve showed a distal obstruction. As a result, the physician was unable to implant the device. A replacement was readily available. There was no surgical delay or patient injury reported.